Event description:
It was reported by the customer that during a breast reconstruction procedure, the surgeon placed a 10" ex-fen catheter for post-operative pain management. During removal of the catheter by the surgeon, approximately 1-1.5 inches of the catheter sheared off. The surgeon stated that it was likely captured by a quilting suture that was placed to obliterate a dead space on the latissimus dorsi donor site for the reconstruction. The pt and surgeon decided on leaving the catheter piece in place and observing the pt. The surgeon stated that in the future he will place the catheter after the quilting suture to try and minimize the chance of this occurring again.

Manufacturer narrative:
As of 08/20/2009, the catheter has not been returned for evaluation. The most likely reason for the catheter breaking is that it was caught on a suture. The IFU warns against suturing catheters in place.